Event description:
It was reported that the patient was seen on (B)(6) 2014 for redness and tenderness at the implant site. She was prescribed antibiotics to take over the weekend and follow up on (B)(6) 2014. On (B)(6) 2014, the patient returned for follow up and the incision was draining and had opened. The patient had not picked up the prescription that was given. The physician admitted the patient to hospital for IV antibiotics. The patient¿s status was alive with injury. It was further reported that the device was explanted on (B)(6) 2014. It was further reported one day later that the patient had received ancef pre-operatively. The patient did not have meningitis. The culture did not grow any bacteria, according to the physicians report. The physician planned to keep the patient for 24 hours post explant for antibiotics and then discharge home. No additional information was available. If information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(6), product type recharger; product ID 97740, serial # (B)(6), product type programmer, patient; product ID 977a260, serial # (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. (B)(4).